Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and the reported problem was not confirmed or replicated. In the system logs, no data was found to indicate the failure occurred in the field. During visual inspection, no issues were found related to the report. The pmsc was installed onto the golden system, all the output and input port were tested and had good image, with normal image on left eye. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs were inspected, but no error could be identified. The complaint was not confirmed by failure analysis, which indicates that the device may have not contributed to the customer reported issue. The surgeon backplane (sbp) was returned but could not be installed on the golden system. One of the sfp transceivers (j43 socket) could not be fully inserted into the connector. Failure analysis was able to conclude that the (j43 socket/damaged) was found to be the root cause of the reported failure. Video slice (vsl) 1 was returned. Upon visual inspection, no issues were found that would be related to the reported event. It was installed onto a golden is4000 system where the component functioned as expected. Also, the system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 5 days. Once the testing was completed the system error logs were inspected, but no error could be identified. Good video on both eyes with no anomalies. Video slice (vsl) 2 was returned. Upon visual inspection, no issues were found that would be related to the reported event. It was installed onto a golden is4000 system where the component functioned as expected. Also, the system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 5 days. Once the testing was completed the system error logs were inspected, but no error could be identified. Good video on both eyes with no anomalies.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was installed onto the golden system where the hrsv produced error 119 during power cycle error logs but was unable to verify visually the findings of the left eye going out intermittently. The probable root cause is attributed to an electrical component issue within the left hrsv monitor. This issue can be resolved by replacing the hrsv or use a different surgeon console to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report sporadic left eye blue on surgeons console. The site was using the second console to proceed with procedure. The procedure was completed with no reported injury intuitive followed up with the initial reporter and obtained the following additional information: the issue with the console in operating room 2 (sk5882) has already occurred four times. Console switched on and off, and surgery continued on the same console. Console switched on and off, and the surgeon switched to the training console, which is also located in the operating room. Console switched on and off, and the surgeon switched to the training console, which is also located in the operating room. Console switched on and off; since this was a beginner's surgery, both consoles were needed/used.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.